Manufacturer narrative:
Concomitant products: 10ml bd syringe ref 306500, lot number 604611a, exp 14feb 2019, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing cracked and leak at the hub while infusing a unspecified antibiotic.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack. The luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed through the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack is unknown.